Event description:
It was reported that the ilet touchscreen fractured after the customer fell while playing, rendering the screen unusable; the user transitioned to subcutaneous insulin by pen and reported a blood glucose of 196 mg/dl, and the device had been synced prior to shutdown with plans to return it. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem to the touchscreen consistent with a fracture of the device¿s display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.